Event description:
It was reported that after implanting the tecnis toric intraocular lens in the right eye, the patient was overcorrected with a flipped axis. The date of event is unknown. Review of the clinical data provided by the physician indicated an overcorrected astigmatism with the toric lens in a post lasik patient impairing visual function with glare. The toric intraocular lens was used to correct 2.0 diopters and resulted in 2.0 diopters cylindrical in a flipped axis. It was reported that the patient experienced symptoms of significant visual disturbances. Additional information received from the physician stated that the physician plans on explanting the intraocular lens at a future time.

Manufacturer narrative:
Date of event: (B)(6) 2014. The intraocular lens (iol) was removed in a secondary procedure. The patient was seen on (B)(6) 2014, for her two (2) week follow-up and was noted to be 20/20 and very pleased. The doctor reported implanting a new zcb00 lens. Medication: lrganine a review of the manufacturing records revealed that the sterilization batch was released on 24-jun-2013. There were no non conformances. There were no associated nonconformity material reports. There were no environmental monitoring related non conformances within the timeframe when the order was manufactured. Order was not produced under deviation. There were no process and/or material changes within the order. Based on the manufacturing record review and historical review no deviations are expected. Considering this conclusion, no further corrective and/or preventive actions is necessary. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4)- intraocular lens; overcorrection. Placeholder.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturing site for investigation. Investigation of return sample by visual inspection showed that the lens was cut in two (2) pieces. Visual inspection using a microscope at 12x magnification showed the lens identified as a model tecnis toric acrylic 1-piece intraocular lens, due to the presence of marking holes. No further analysis on the lens was possible due to the fact that the lens was received damaged. The lens condition is consistent with a lens that has been implanted and explanted from the patient's eye. All pertinent information available to abbott medical optics has been submitted.